Event description:
It was reported that the patient experienced a severe hypoglycemia while wearing the pod between 1 and 4 hours, with blood glucose reported to have decreased to 1.2 mmol/l (22 mg/dl) leading to loss of consciousness and a fall. The patient indicated that following activation of a new sensor and pod, repeated ¿failed to connect¿ messages were displayed after the warm-up period, despite multiple reconnection attempts. The customer indicated that both the pod and sensor were worn on the same arm. As a result of the connectivity issue, the patient's blood glucose levels declined. The event was managed at home with assistance from the patient's mother, including administration of glucose injection and food intake, and no medical assistance was required. The patient further stated that subsequent replacement of both the pod and sensor did not resolve the issue. At the time of reporting, the customer was not using the omnipod system and was awaiting a replacement sensor.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.